Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), genital haemorrhage ("abnormal bleeding (general)") and autoimmune disorder ("auto-immune disorder") in a 32-year-old female patient who had essure (batch no. 664657) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included multi gravida, parity 3 (B)(6) 2002, (B)(6) 2005, (B)(6) 2007), recurrent abortion, premature birth ((6 weeks early)), toxemia of pregnancy, pap smear abnormal, cystitis interstitial and cesarean section. Concurrent conditions included body mass index normal and environmental allergy. Concomitant products included ibuprofen since (B)(6) 2012, medroxyprogesterone acetate (depo-provera) from (B)(6) 2009 to (B)(6) 2010, sucralfate (urbal) and zolpidem tartrate (ambien) from (B)(6) 2016 to (B)(6) 2016. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 19 days after insertion of essure. In (B)(6) 2009, the patient experienced autoimmune disorder (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2012, the patient experienced cystitis interstitial ("interstitial cystitis") with bladder pain. On (B)(6) 2013, the patient experienced cystitis ("bladder infection / infections"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). In (B)(6) 2014, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction") with allergy to metals, menstrual discomfort ("menstruation issues"), abdominal pain lower ("abdominal lower pain (mild to severe)"), adnexa uteri pain ("ovarian pain or tubal pain (mild to severe)") and abdominal pain ("abdominal area pain"). The patient was treated with surgery (endometrial ablation and robot assisted total laparoscopic hysterectomy, bilateral salpingectomy, and cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, cystitis interstitial and abdominal pain had resolved and the genital haemorrhage, autoimmune disorder, hypersensitivity, menstrual discomfort, cystitis, urinary tract infection, vaginal infection, abdominal pain lower, adnexa uteri pain, bladder disorder, urinary tract disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, dyspareunia and nausea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, anxiety, autoimmune disorder, bladder disorder, cystitis, cystitis interstitial, depression, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia, menstrual discomfort, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: current weight 140 lbs. Pre operative and post operative diagnosis: pelvic pain. Procedure: robot assisted total laparoscopic hysterectomy, bilateral salpingectomy, and cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received : new events, " nausea, dyspareunia (painful sexual intercourse) " were added. Concomitant medications were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), genital haemorrhage ("abnormal bleeding (general)") and autoimmune disorder ("auto-immune disorder") in a 35-year-old female patient who had essure (batch no. 664657) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included multi gravida, parity 3 ((B)(6) 2002, (B)(6) 2005, (B)(6) 2007), recurrent abortion, premature birth ((6 weeks early)), toxemia of pregnancy, pap smear abnormal, cystitis interstitial and cesarean section. Concurrent conditions included body mass index normal and environmental allergy. Concomitant products included sucralfate (urbal). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2013, 3 years 2 months after insertion of essure, the patient experienced cystitis ("bladder infection / infections"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("allergic reaction") with allergy to metals, menstrual discomfort ("menstruation issues"), abdominal pain lower ("abdominal lower pain (mild to severe)"), adnexa uteri pain ("ovarian pain or tubal pain (mild to severe)"), cystitis interstitial ("interstitial cystitis") with bladder pain, bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). The patient was treated with surgery (robot assisted total laparoscopic hysterectomy, bilateral salpingectomy, and cystoscopy) and surgery (endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, hypersensitivity, menstrual discomfort, cystitis, urinary tract infection, vaginal infection, abdominal pain lower, adnexa uteri pain, bladder disorder and urinary tract disorder outcome was unknown and the cystitis interstitial had resolved. The reporter considered abdominal pain lower, adnexa uteri pain, autoimmune disorder, bladder disorder, cystitis, cystitis interstitial, genital haemorrhage, hypersensitivity, menstrual discomfort, pelvic pain, urinary tract disorder, urinary tract infection and vaginal infection to be related to essure. The reporter commented: current weight 140 lbs. Pre operative and post operative diagnosis: pelvic pain. Procedure: robot assisted total laparoscopic hysterectomy, bilateral salpingectomy, and cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jul-2018: quality-safety evaluation of product technical problem update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), genital haemorrhage ("abnormal bleeding (general)") and autoimmune disorder ("auto-immune disorder") in a 32-year-old female patient who had essure (batch no. 664657) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included multi gravida, parity 3 ((B)(6) 2002, (B)(6) 2005,(B)(6) 2007), recurrent abortion, premature birth ((6 weeks early)), toxemia of pregnancy, pap smear abnormal, cystitis interstitial and cesarean section. Concurrent conditions included body mass index normal and environmental allergy. Concomitant products included sucralfate (urbal). On (B)(6) 2009, the patient had essure inserted. On (B)(6)2009, 19 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In november 2009, the patient experienced autoimmune disorder (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6)2013, the patient experienced cystitis ("bladder infection / infections"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction") with allergy to metals, menstrual discomfort ("menstruation issues"), abdominal pain lower ("abdominal lower pain (mild to severe)"), adnexa uteri pain ("ovarian pain or tubal pain (mild to severe)"), cystitis interstitial ("interstitial cystitis") with bladder pain, bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and abdominal pain ("abdominal area pain"). The patient was treated with surgery (robot assisted total laparoscopic hysterectomy, bilateral salpingectomy, and cystoscopy) and surgery (endometrial ablation). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, cystitis interstitial and abdominal pain had resolved and the genital haemorrhage, autoimmune disorder, hypersensitivity, menstrual discomfort, cystitis, urinary tract infection, vaginal infection, abdominal pain lower, adnexa uteri pain, bladder disorder, urinary tract disorder, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, anxiety, autoimmune disorder, bladder disorder, cystitis, cystitis interstitial, depression, genital haemorrhage, hypersensitivity, menorrhagia, menstrual discomfort, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: current weight 140 lbs. Pre operative and post operative diagnosis: pelvic pain. Procedure: robot assisted total laparoscopic hysterectomy, bilateral salpingectomy, and cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, mental anguish, abdominal area pain" added from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), genital haemorrhage ("abnormal bleeding (general)") and autoimmune disorder ("auto-immune disorder") in a 35-year-old female patient who had essure (batch no. 664657) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included multi gravida, parity 3 ((B)(6)2002, (B)(6)2005,(B)(6)2007), recurrent abortion, premature birth ((6 weeks early)), toxemia of pregnancy, pap smear abnormal, cystitis interstitial and cesarean section. Concurrent conditions included body mass index normal and environmental allergy. Concomitant products included sucralfate (urbal). On -(B)(6)2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6)2013, 3 years 2 months after insertion of essure, the patient experienced cystitis ("bladder infection / infections"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("allergic reaction") with allergy to metals, menstrual discomfort ("menstruation issues"), abdominal pain lower ("abdominal lower pain (mild to severe)"), adnexa uteri pain ("ovarian pain or tubal pain (mild to severe)"), cystitis interstitial ("interstitial cystitis") with bladder pain, bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). The patient was treated with surgery (robot assisted total laparoscopic hysterectomy, bilateral salpingectomy, and cystoscopy) and surgery (endometrial ablation). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, hypersensitivity, menstrual discomfort, cystitis, urinary tract infection, vaginal infection, abdominal pain lower, adnexa uteri pain, bladder disorder and urinary tract disorder outcome was unknown and the cystitis interstitial had resolved. The reporter considered abdominal pain lower, adnexa uteri pain, autoimmune disorder, bladder disorder, cystitis, cystitis interstitial, genital haemorrhage, hypersensitivity, menstrual discomfort, pelvic pain, urinary tract disorder, urinary tract infection and vaginal infection to be related to essure. The reporter commented: current weight 140 lbs. Pre operative and post operative diagnosis: pelvic pain. Procedure: robot assisted total laparoscopic hysterectomy, bilateral salpingectomy, and cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), autoimmune disorder ("auto-immune disorder") and genital haemorrhage ("abnormal bleeding (general)") in a 31-year-old female patient who had essure (batch no. 664657) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included multi gravida, parity 3 ((B)(6) 2002, (B)(6) 2005,(B)(6) 2007), recurrent abortion, premature birth ((6 weeks early)) and toxemia of pregnancy. Concurrent conditions included body mass index normal. Concomitant products included sucralfate (urbal). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, 2 months 20 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced cystitis ("bladder infection / infections"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reaction") with allergy to metals, menstrual discomfort ("menstruation issues"), abdominal pain lower ("abdominal lower pain (mild to severe)"), adnexa uteri pain ("ovarian pain or tubal pain (mild to severe)"), cystitis interstitial ("interstitial cystitis") with bladder pain, bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, genital haemorrhage, hypersensitivity, menstrual discomfort, cystitis, urinary tract infection, vaginal infection, abdominal pain lower, adnexa uteri pain, bladder disorder and urinary tract disorder outcome was unknown and the cystitis interstitial had resolved. The reporter considered abdominal pain lower, adnexa uteri pain, autoimmune disorder, bladder disorder, cystitis, cystitis interstitial, genital haemorrhage, hypersensitivity, menstrual discomfort, pelvic pain, urinary tract disorder, urinary tract infection and vaginal infection to be related to essure. The reporter commented: current weight 140 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.9 kg/sqm. Most recent follow-up information incorporated above includes: on 26-feb-2018: pfs received, reporter added, lot number received, product indication updated, patient historical and concomitant condition added, events added as follows:-genital haemorrhage,cystitis, urinary tract infection, vaginal infection,allergy to metal, abdominal pain lower, adnexa uteri pain, bladder pain, cystitis interstitial , urinary tract disorder, bladder problems,device monitoring procedure not performed. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in a 32-year-old female patient who had essure (batch no. 664657) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included multi gravida, parity 3 ((B)(6) 2002, (B)(6) 2005, (B)(6) 2007), recurrent abortion, premature birth ((6 weeks early)), toxemia of pregnancy, pap smear abnormal, cystitis interstitial and cesarean section. Concurrent conditions included body mass index normal and environmental allergy. Concomitant products included ibuprofen since (B)(6) 2012, medroxyprogesterone acetate (depo-provera) from (B)(6) 2009 to (B)(6) 2010, sucralfate (urbal) and zolpidem tartrate (ambien) from ((B)(6) 2016. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 year 1 month after insertion of essure. In (B)(6) 2009, the patient experienced autoimmune disorder ("auto-immune disorder"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2012, the patient experienced cystitis interstitial ("interstitial cystitis") with bladder pain. On (B)(6) 2013, the patient experienced cystitis ("bladder infection / infections"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). In (B)(6) 2014, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction") with allergy to metals, menstrual discomfort ("menstruation issues"), abdominal pain lower ("abdominal lower pain (mild to severe)"), adnexa uteri pain ("ovarian pain or tubal pain (mild to severe)") and abdominal pain ("abdominal area pain"). The patient was treated with surgery (endometrial ablation and robot assisted total laparoscopic hysterectomy, bilateral salpingectomy, and cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, urinary tract infection, vaginal infection, cystitis interstitial, bladder disorder, urinary tract disorder, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the autoimmune disorder, menstrual discomfort, cystitis, abdominal pain lower, adnexa uteri pain, depression, anxiety, dyspareunia and nausea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, anxiety, autoimmune disorder, bladder disorder, cystitis, cystitis interstitial, depression, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia, menstrual discomfort, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: current weight 140 lbs. Pre operative and post operative diagnosis: pelvic pain. Procedure: robot assisted total laparoscopic hysterectomy, bilateral salpingectomy, and cystoscopy. Discrepancy noted:date(s) of insertion: (B)(6) 2008, (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.9 kg/sqm. Lot number: 664657 manufacturing date: 2009-08 expiration date: 2012-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jun-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in a 32-year-old female patient who had essure (batch no. 664657) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included multi gravida, parity 3 ((B)(6) 2002, (B)(6) 2005, (B)(6) 2007), recurrent abortion, premature birth ((6 weeks early)), toxemia of pregnancy, pap smear abnormal, cystitis interstitial and cesarean section. Concurrent conditions included body mass index normal and environmental allergy. Concomitant products included ibuprofen since (B)(6) 2012, medroxyprogesterone acetate (depo-provera) from (B)(6) 2009 to (B)(6) 2010, sucralfate (urbal) and zolpidem tartrate (ambien) from (B)(6) 2016 to (B)(6) 2016. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 year 1 month after insertion of essure. In (B)(6) 2009, the patient experienced autoimmune disorder ("auto-immune disorder"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2012, the patient experienced cystitis interstitial ("interstitial cystitis") with bladder pain. On (B)(6) 2013, the patient experienced cystitis ("bladder infection / infections"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). In (B)(6) 2014, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction") with allergy to metals, menstrual discomfort ("menstruation issues"), abdominal pain lower ("abdominal lower pain (mild to severe)"), adnexa uteri pain ("ovarian pain or tubal pain (mild to severe)") and abdominal pain ("abdominal area pain"). The patient was treated with surgery (endometrial ablation and robot assisted total laparoscopic hysterectomy, bilateral salpingectomy, and cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, urinary tract infection, vaginal infection, cystitis interstitial, bladder disorder, urinary tract disorder, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the autoimmune disorder, menstrual discomfort, cystitis, abdominal pain lower, adnexa uteri pain, depression, anxiety, dyspareunia and nausea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, anxiety, autoimmune disorder, bladder disorder, cystitis, cystitis interstitial, depression, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia, menstrual discomfort, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: current weight 140 lbs. Pre operative and post operative diagnosis: pelvic pain. Procedure: robot assisted total laparoscopic hysterectomy, bilateral salpingectomy, and cystoscopy. Discrepancy noted:date(s) of insertion: (B)(6) 2008, (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome for genital bleeding, vaginal bleeding, menorrhagia and allergic reactions added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), genital haemorrhage ("abnormal bleeding (general)") and autoimmune disorder ("auto-immune disorder") in a 35-year-old female patient who had essure (batch no. 664657) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included multi gravida, parity 3 (B)(6) 2002, (B)(6) 2005, (B)(6) 2007), recurrent abortion, premature birth ((6 weeks early)), toxemia of pregnancy, pap smear abnormal, cystitis interstitial and cesarean section. Concurrent conditions included body mass index normal and environmental allergy. Concomitant products included sucralfate (urbal). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2013, 3 years 2 months after insertion of essure, the patient experienced cystitis ("bladder infection / infections"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("allergic reaction") with allergy to metals, menstrual discomfort ("menstruation issues"), abdominal pain lower ("abdominal lower pain (mild to severe)"), adnexa uteri pain ("ovarian pain or tubal pain (mild to severe)"), cystitis interstitial ("interstitial cystitis") with bladder pain, bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). The patient was treated with surgery (robot assisted total laparoscopic hysterectomy, bilateral salpingectomy, and cystoscopy ) and surgery (endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, hypersensitivity, menstrual discomfort, cystitis, urinary tract infection, vaginal infection, abdominal pain lower, adnexa uteri pain, bladder disorder and urinary tract disorder outcome was unknown and the cystitis interstitial had resolved. The reporter considered abdominal pain lower, adnexa uteri pain, autoimmune disorder, bladder disorder, cystitis, cystitis interstitial, genital haemorrhage, hypersensitivity, menstrual discomfort, pelvic pain, urinary tract disorder, urinary tract infection and vaginal infection to be related to essure. The reporter commented: current weight 140 lbs. Pre operative and post operative diagnosis: pelvic pain. Procedure: robot assisted total laparoscopic hysterectomy, bilateral salpingectomy, and cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.9 kg/sqm. Most recent follow-up information incorporated above includes: on 27-feb-2018: medical record received- new reporters added. Medically confirmed case. Patient relevant history added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and autoimmune disorder ("auto-immune disorder") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), infection ("infections"), hypersensitivity ("allergic reaction") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy due to complications from the essure device). At the time of the report, the pelvic pain, autoimmune disorder, infection, hypersensitivity and menstrual disorder outcome was unknown. The reporter considered autoimmune disorder, hypersensitivity, infection, menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.